Manufacturer narrative:
H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving thoracic outlet syndrome and treatment of the subclavian vein, an advance 18 lp low profile balloon catheter ruptured and separated. The venous anatomy was reportedly heavily stenosed, and multiple balloons from other manufacturers also ruptured during the procedure. An unknown inflation device was used to inflate the balloon to fourteen atmospheres within the chronic total occlusion (100% occluded); however, the balloon ruptured circumferentially. The user reportedly then attempted to remove the balloon catheter through an unknown sheath; however, the balloon separated. The balloon was not inflated within a stent. The separated fragment was removed with a snare during the same procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device at cook, the balloon and catheter tip were separated.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving thoracic outlet syndrome and treatment of the subclavian vein, an advance 18 lp low profile balloon catheter ruptured and separated. The venous anatomy was reportedly heavily stenosed, and multiple balloons from other manufacturers also ruptured during the procedure. An unknown inflation device was used to inflate the balloon to fourteen atmospheres within the chronic total occlusion (100% occluded); however, the balloon ruptured circumferentially. The user reportedly then attempted to remove the balloon catheter through an unknown sheath; however, the balloon separated. The balloon was not inflated within a stent. The separated fragment was removed with a snare during the same procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device at cook, the balloon and catheter tip were separated. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured circumferentially, and the distal portion of the balloon and catheter tip were separated from the shaft. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The anatomy was reportedly heavily stenosed and 100% occluded, and multiple balloons from other manufacturers also ruptured during the procedure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.